Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 475 cc saline breast implant, catalog # 3502475, s/n: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction with a mentor smooth round moderate plus profile 475 cc saline breast prosthesis that deflated after implantation. On (B)(6) 2018, the patient noticed a change in the implant. Deflation was confirmed by a physician on (B)(6) 2018. Bilateral removal and replacement is planned for (B)(6) 2018 per the physician¿s assessment that the devices need to be exchanged.